Event description:
The manufacturer received information on a simplygo mini device. According to customer, the device indicated overheating. The device has been retrieved from the patient. During evaluation of the device at the third-party service center, the device was visually inspected and found evidence of burnt pca. Main pca, clogged, sieves, and defective o2 side was replaced there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was repaired and passed all final testing.